Event description:
Initial troponin t stat 0.148 ng/ml, sample was redrawn at the dr's request, the rerun result for troponin t stat recovered with a result of <0.010 ng/ml. No pt treatment was provided based upon the initial result. Field service rep ran the performance test and quality control materials. Performance check tests and controls recovered within stated ranges. Field service rep could not duplicate the problem reported by the account.